Manufacturer narrative:
Additional information was received that the patient's infection was not procedure related. The patient was given antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's scs incisions were abnormal. It was noted that the patient had bright red erythema, increased sedimentation rate, and c-reactive protein level. The physician believed that the infection was not related to the device. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infinion tm cx 70 cm lead, model #: sc-4318, lot #: 18838993, description: clik x anchor.

Event description:
A report was received that the patient's scs incisions were abnormal. It was noted that the patient had bright red erythema, increased sedimentation rate, and c-reactive protein level. The physician believed that the infection was not related to the device. The patient will undergo an explant procedure.